Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with five gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging showed all five devices migrated 11cm distally due to disease progression proximal to the trunk-ipsilateral leg component. It was reported no vessels were covered due to the migration. It was reported imaging also identified a proximal type I endoleak on the trunk and an unknown amount of aneurysm enlargement. On the same day, it was reported an intervention was performed to treat the migration and proximal type I endoleak. Two aortic extender components and a conformable gore® tag® thoracic endoprosthesis were implanted for proximal extension up to the level of the renal arteries. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Corrected the conclusion code. Additional devices implanted and involved: (B)(4).

Manufacturer narrative:
The patient¿s medications include: coumadin.